Event description:
Placed impella catheter into left ventricle via rfa which gave an error code when device turned on. Removed device per rep's direction and a new impella placed without issues. Reported to rep 6/28/2023, no rga# issued, rep picked up. Manufacturer response for abiomed impella, (brand not provided) (per site reporter), rep picked up and sent in no charge replacment.